Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported symptom "does not recognize a closed door". The device was operating within specification in relation to the reported symptom.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt injury.